Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The lot number provided does not match the reported product. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported endophthalmitis following an intraocular lens (iol) implant procedure. The patient experienced blurry vision and a red eye. The anterior chamber showed aqueous humor opacities and exudation. Ultrasonic b examination showed that the vitreous body had no abnormalities. The patient was admitted to the hospital. The iol arrived at the hospital a little late the day of surgery, and the mydriasis duration was prolonged. The patient experienced high intraocular pressure(40+mmhg) before surgery. The surgery was delayed until the intraocular pressure was decreased by medication. After the patient was treated for 6 days in the hospital, the symptoms were relieved and the patient was discharged.